Manufacturer narrative:
Product complaint # pc-(B)(4). Investigation summary no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot code(s) was not provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
After the review of the pfs records, it has been determined that this product has been reported in error. This report will be rejected.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Ad 21 mar 2018: asr litigation record received. Litigation alleges injury, pain, high cobalt and chromium levels, metallosis, physical impairment , disfigurement, disability, physical impairment and emotional distress. Doi: (B)(6) 2006- dor: scheduled on (B)(6) 2018 (right hip). Patient is bilateral. See (B)(4) for the left hip.